Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Whilst brushing teeth, the brushheads come off the stem of the toothbrush [device breakage]. No adverse event [no adverse event]. Case description: salesforce case number (B)(4). A female consumer of unspecified age reported that while brushing her teeth using an oral-b precision clean brushhead, the head came off the stem of the oral-b rechargeable toothbrush, version unknown. She elaborated that it then was very difficult to try to re-establish the head of the toothbrush onto the stem to continue the brushing process. No symptoms developed.